Manufacturer narrative:
(B)(4). A visual analysis of the returned device found that the stent was broken at the middle section. It is possible that the way in which the device was handled and manipulated during unpacking or preparation may have contributed to the failure encountered (stent broken). During manufacturing the units are inspected in order to avoid the failures found. However, there is no control in how devices are handled in the field. Therefore, based on all the available information it is more likely that the complaint was caused by the handling of the device and the most probable root cause is ¿handling damage¿. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was to be used in the ureter for stent placement procedure performed on (B)(6) 2017. According to the complainant, during unpacking, it was found that the pigtail part of the stent was detached from the stent body. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; stent broken.